Event description:
It was reported during a craniectomy with mesh reconstruction the screws did hold through the mesh holes into patient's bone (screws penetrated through screw holes). The first attempt was using the matrix neuro 4 mm self-drilling screws, the case was completed using the 2.0mm x 4mm plusdrive screws. It was also reported that the mesh was difficult to contour and was explanted on (B)(6), 2014. A patient specific implant request is in process. No additional information is available at this time. There was a 30 minute delay reported. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.